Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It as reported that the customer was unable to charge the pump. During troubleshooting with tandem technical support, it was determined the usb cable and wall adapter the customer was using was not fully plugged into the wall. After connecting the charging supplies correctly into the wall outlet the pump was able to be charged as expected. Customer reported blood glucose (bg) level was 313 (mg/dl). Customer stated the elevated bg level was due to disconnecting from the pump prior to the call to be prepared for troubleshooting. Customer resolved elevated bg level by reconnecting and delivering a bolus via the pump.